Manufacturer narrative:
The insulin pump passed displacement test, sleep current measurement and self test. Unit received with power error detected alarm and unexpected battery power loss due to j6 connector resistance issue.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior low battery alarm and power error detected. The customer¿s blood glucose level was 112 mg/dl at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Notification light stopped flashing immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.